Event description:
The pt called to report that their pump had "stopped working." Pt changed the cartridge and tried to prime, but the motor kept stalling. Cartridge insertion and priming technique were reviewed with pt. Pt was instructed to remove and reinsert the cartridge. They tried it several times without success. They also tried a new cartridge and that did not work either.